Event description:
It was further clarified that "broken" meant a suspected lead fracture.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received approximately ten inappropriate shocks due to the right ventricular (rv) lead being broken . The lead was capped. No further patient complications have been reported as a result of this event.